Manufacturer narrative:
(B)(4). Multiple reports were filed against for this event. Please see associated : 0001822565 - 2019 - 01247. Report source: medwatch filed. Date received by manufacture: the medwatch was originally received by zimmer biomet on march 18, 2019. The product and lot code combination provided for this device was not found to be a valid combination. The correct product and lot code combination has been identified in investigation phase on (B)(6) 2019. No device was returned for examination. Review of the device history records identified no deviations or anomalies during manufacturing that would have contributed to the reported event. No further investigative inputs were provided. The patient had multiple surgeries and it is unknown if the reported ulnar and humeral components are used at same time. A definitive root cause cannot be determined as the complication is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to unknown reasons. No further information is available at this time.